Manufacturer narrative:
The reported event of adverse event without identified device or use problem was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header found no anomaly related to the field concern. Further evaluation including electrical and mechanical analysis indicates normal functionality. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device was explanted and replaced as it is subject to the assurity, endurity inhomogeneous epoxy mixing field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was stable.